Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cable to the generator was repaired. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a canbus error message, and would not produce an x-ray. No pt injury was reported.